Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that a cartridge change error occurred during the load sequence. In addition, it was reported that a minimum fill notification occurred after filling the cartridge with insulin. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was 290 mg/dl.